Event description:
During philips servicing of v60 the engineer found a failure in the pci loudspeaker power management. Investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.

Manufacturer narrative:
H10: philips received a complaint by the customer on the v60 indicating that a 1102 "check vent: primary alarm failed" error occurred. It was reported that there was no patient involvement at the time the issue was discovered. A field service engineer (fse) was dispatched onsite to evaluate and repair the device and found a failure in the power management pci loudspeaker. Investigation remains ongoing